Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the first firing in a thoraco/lobectomy procedure, the handle was connected with the reload and was attempted to be fired in the thoracic cavity. However, the device was unable to be fired. It was noted that the green button was able to be pressed but the handle was unable to be squeezed. The handle was replaced and that several units of cartridge were able to be fired without problems, but again the event that the device was unable to be fired occurred similarly. The procedure was completed with replacing with a new device. The surgical time was extended by less than 30 min.